Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified errors were pointing to both medical grade power supply's (mgps's) on the patient side cart (psc). The fse replaced both mgps's. The system was tested and verified as ready for use. The two mgpss were received, and failure analysis was performed. The first mgps was analyzed. A visual inspection found no issues. The error logs indicate this mgps experienced a redundant power supply failure. Upon visual inspection, no issues were found that would be related to the reported event. The unit was tested and functioned as expected. No errors were triggered during startup and 10 power cycles of the system. The voltage and current were the same on the test unit. The second mgps was also evaluated. A visual inspection found to issues. The unit was installed onto test system, where the unit was initially functional. However, after 10 power cycles, the fans of the redundant power supply were not spinning. Further inspection identified a low voltage and current. No error codes were triggered in the error logs.

Event description:
It was initially reported that during a da vinci-assisted cholecystectomy procedure, the system was going into battery power and had to be reset. The initial reporter indicated that after turning the system off, the robot froze and the surgeon was unable to take control of the universal surgical manipulators (usms). Additionally, during the event, the patient's liver was lacerated. The nurse indicated that they undocked the da vinci system, changed outlets, and restarted the system 4 times. At that time, the nurse mentioned that the following message appeared: "patient cart is running on battery. Confirm circuit breaker is on." After power cycling the system, the nurse indicated that the battery was charging. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon explained that the patient had a difficult gallbladder and oozing/bleeding had occurred prior to the system going down. The source of the oozing was not provided by the surgeon. The surgeon stated that the patient's liver was not lacerated as initially reported. The surgeon further stated, "the issue with the liver was not a fault of the system, it was just an inopportune time for the system to go down." The surgeon did not elaborate on what the "issue" was involving the liver. In order to control the bleeding, the surgeon elected to convert the case to traditional laparoscopic surgery. The source and cause of the bleeding is unknown. Furthermore, it is unknown what specific surgical intervention was rendered to control the bleeding. An isi technical support engineer (tse) inspected the system logs and did not find any patient side cart (psc) battery related faults.

Manufacturer narrative:
Annex g code updated to: g02027 - power supply. Annex b code updated with: b15 - analysis of information provided by user/third party.

Event description:
Refer to h11 for follow-up information.